Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated connectors, and adjusted the 5v power supply. System operates as intended.

Event description:
Customer reported the system is displaying a communication error and shutting down, during procedures. No patient injury was reported.